Manufacturer narrative:
Siemens local service engineer was dispatched to the site to check the unit. The engineer did not find any visible damage to the tabletop but one of the locking mechanisms for footboard attachment was not inserted properly in the tabletop. The footboard was replaced and the exchanged part was sent to the factory for further investigation. This report was submitted july 11, 2014. (B)(6).

Event description:
It was reported that the footboard on the axiom luminos drf system became dislodged and fell down on the operator's feet with a patient standing on it. The operator suffered from some bruising to his feet. No other injuries were attributed to the event. The reported event occurred in (B)(6).